Manufacturer narrative:
A ge healthcare service representative performed a checkout of the co2 block and confirmed the reported issue. A proposal for repair was issued to the customer but not accepted.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the lime block lever was broken and the drip cup missing condensation. There was no report of patient involvement.